Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the external of the cassette and in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an unknown alarm during an unknown stage of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient did not complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The cycler underwent and passed a system air leak test, valve actuation test, and safety clamp test. A post accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed and a m30 alarm occurred. The hp2 and hp3 filters were found clogged with fluid. Both the hp2 and hp3 filters were replaced and a second post-ast was completed without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual investigation of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the external of the cassette and in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an unknown alarm during an unknown stage of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient did not complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.